Event description:
It was reported that the patient went to the emergency room after receiving three inappropriate shocks, which were due to incorrect device programming. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.